Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was an alleged overdischarge. The patient hadn¿t had the device on for 2 years and a physician mode recharge was needed to be performed on the battery. The manufacturer representative couldn¿t get the physician mode recharge to start using the implantable neurostimulator recharger. It was noted that the manufacturer representative was going to continue charging with the patient after the manufacturer representative was able to successfully get the implantable neurostimulator recharger to start a physician mode recharge. The manufacturer representative had performed 2 physician mode recharge sessions on (B)(6) 2017 and gave up. On (B)(6) 2017, two more physician mode recharge sessions were performed to try and pull the implantable neurostimulator out of overdischarge. Additional information was received from the manufacturer representative on 2017-02-20 that the patient reported pain. The manufacturer representative was able to get the battery out of overdischarge. The overdischarge was resolved. It was reported that the patient must charge the battery every day because the battery was depleting very quickly when not charging. The manufacturer representative spoke with the health care professional (hcp) at length about what occurred and the hcp asked the patient to set up an appointment with them.